Event description:
It was reported that an unspecified time following the implant of a transcatheter aortic valve a transthoracic echocardiogram (tte) identified an elevated mean gradient. The specific value was not provided. Treatment was not reported. The event was reported as ongoing. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the transcatheter valve initially implanted within the native aortic valve over 3 years earlier and associated with the reported elevated mean gradient was a non-medtronic valve. There was not a medtronic product associated with this event.

Manufacturer narrative:
Corrected data: b5, h6 note: additional information received showed that there was no information to reasonably suggest that a medtronic device had caused or contributed to a death or serious injury or that a medtronic device had malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.